Event description:
Caller reported difficulty in pressing the quick bolus/wake button on their insulin pump, resulting in the pump screen not turning on unless plugged into a power source. There was no adverse impact to the customer¿s blood glucose level. Instructed by technical support, the customer was advised to keep the pump plugged in to maintain screen functionality. The customer continued to use the pump for insulin therapy.